Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the system failed returned instrument test/evaluation testing due to a therapy monitored volume failed performance specifications during fill 1 and 2, drain 1 and 2.

Manufacturer narrative:
(B)(4). Device evaluation is currently in progress. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1, drain 1, fill 2 & drain 2, but passed the rite electrical test. The pal evaluated the device. The device failed the accuracy confirmation test. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. Crt detected a leak at the left disposable, which was isolated to the door assembly. An inspection of the door assembly revealed the piston was cracked at the left disposable. The assignable cause for the rite test failure - volumetric accuracy was determined to be a cracked piston. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.